Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 52mm abdominal aortic aneurysm. Aneurysm and vessel morphology was not reported. It was reported that during the index procedure, the final angiogram revealed a type ia endoleak. The physician balloon the area; however, a small leak still remained. The physician stated the cause due to the thrombus in the proximal neck. The physician expects that it will resolve itself. No clinical sequelae were reported and the patient will continue to be monitored.